Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver observed multiple meal announcements on the ilet device and suspected a malfunction; review of uploaded reports showed the user announcing meals to correct elevated glucose and frequently announcing meals late while already hyperglycemic, which aligned with user technique concerns rather than a device fault. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and user inconvenience. Investigation included review of device data and user reports, and provision of troubleshooting and education with a recommendation to consider a factory reset and additional user training. Investigation of this case revealed usage patterns consistent with late or repeated meal announcements leading to persistent hyperglycemia, without evidence of an alarm malfunction or device component failure. It was concluded, based on previously established findings for similar reports, that the cause was due to user technique and cause unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.